Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient no longer has speech understanding or ability to detect soft sounds and hears buzzing. Reimplantation is considered.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted, apart from the sc which could not be localized during investigation, due to the device received condition. Based on the received information and in situ measurements, it seems that lack of benefit was most likely caused by bone growth over the reference electrode. Damages found during investigation are related to the removal surgery. This is a final report.

Event description:
Patient no longer has speech understanding or ability to detect soft sounds and hears buzzing.